Event description:
The user facility reported that a cmax table began to smoke following a wet procedure. The patient had already been removed from the table and was being transferred out of the room. No procedural delays or cancellations occurred. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the table. He noted moisture evidence on the charger and associated connector strips and arc burns on the connector side of the battery charger. Further inspection revealed that room temperature vulcanizing (rtv) sealant was not present and the power supply had shorted due to moisture coming in contact with it. The technician provided a quote on the requirements to repair/return the table to service. Following the inspection, steris provided a quote on a new table. The customer has not communicated their intentions with regards to the table. The technician spoke to the facility biomed department about the importance of applying rtv as they stated they were not fully aware of the need to reapply rtv after servicing the table. An in-service offer is pending the intentions of the customer in regards to repairing and/or replacing the cmax table.